Manufacturer narrative:
Review of the pump data by failure investigation verified the alert 4 and an invalid reset of data stored was observed.

Event description:
It was reported that the customer's profile settings were lost. The contact reported confirming an alert 4 in the pump logs. There was no impact to the customer's blood glucose level. The customer indicated reverting to manual injections for insulin therapy.